Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center's image goes completely dark. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the investigation results, the reproduction of the event in which the error code b30 occurs has not been confirmed. However, it cannot be ruled out that an event in which the image is not displayed and an event in which error code b30 occurs may have occurred. Therefore, it is assumed that the procedure was delayed due to the fact that the image was not displayed and error code b30 occurred. Root cause could not be identified. Olympus will continue to monitor field performance for this device.